Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced severe abdominal and pelvic pain, bowel problems, painful urination, urinary retention, frequency, and vaginal scarring. The patient also experienced phleboliths in the pelvis, nocturia, recurrent urinary tract infections, vaginal pain and worsening incontinence.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.